Event description:
It was reported that, on three occasions, at a health care facility processing cord blood in preparation for frozen storage, the 200 ml transfer bag component of the device split at the inside seam of the bottom of the bag.

Manufacturer narrative:
Device evaluation begun, but not yet completed.